Event description:
As the surgeon was completing the trial reduction, the insert cracked along the rim. The trial reduction was completed as planned. And then the broken trial insert was removed from the sterile field.